Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. As per the receipt of the device, the correct suspect medical device information has been updated. Device evaluation summary: during the visual evaluation, a tear was observed extended approximately 24.5 cm from the anterior to the posterior view. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 1.3 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5657545 , and no non-conformances related to the reported complaint were identified. Device manufacturing date: 17-jan-2006 and expiration date: 16-jan-2010. A manufacturing record evaluation (mre) was performed for the finished device number 5655683, and no non-conformances related to the reported complaint were identified. Device manufacturing date: 11-jan-2006 and expiration date: 10-jan-2010. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 270cc mentor smooth round high profile saline breast implant experienced right-sided implant deflation postoperatively. The patient noticed the breast was smaller after undergoing a mammogram, it is uncertain if trauma had occurred, but implant deflation was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020. Both lot-serial numbers (B)(4) were provided, but it is unknown which lot-serial number belongs to the impacted side. If additional information is received, a supplemental report will be submitted as applicable.